Manufacturer narrative:
One used blade was returned for evaluation. Visual inspection identified scoring marks on the proximal end of the inner tube and below the inner tube edgeform. In addition, the black thrust washer on the inner tube was missing and not returned. The returned blade assembly was then evaluated for shedding (seizing, broken, non-operative). The inner and outer blade subassemblies were evaluated for dimensional conformance and found to meet design specification for total indicated runout of the subassemblies. The outer blade tip and tube alignment were within specification. However it was observed that there was a significant degree of splay at the inner blade edgeform. This splay is typically caused by the stresses induced in the blade tip, during forming, and released once the edgeform is cut into the tip. The splay caused a reduction in the gap between the inner and outer blade tips resulting in friction and galling of the material, leading to shedding (seizing, broken, non-operative). A change to the fabrication process for the inner blade has been affected which eliminates the splay condition. Additionally, steps at the assembly process have been initiated to screen for blade friction prior to packaging. A review of the device history record was performed which confirmed no inconsistencies. The device was built to the then current specifications. After the evaluation the root cause was determined to be a manufacturing issue, which has since been addressed. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a surgical procedure, it was reported that the blade left shavings in the articular. The shavings were removed by using another shaver blade on hand. A minimal delay and no patient injury reported.